Manufacturer narrative:
Date of event: no information. Concomitant medical products: product ID 3889-28 lot# (B)(4)serial# implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. During a call for MRI compatibility, it was reported that the patient (pt) essentially hadn't utilized their system at all because they couldn't use all the 'levels', because the lead was 'disengaged' or 'broken'. The caller not sure of the event date but believes it was around time of implant. There were no patient complications reported as a result of this event.